Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 422 mg/dl and vomiting. Customer was treated with IV fluids at the hospital and then released. Customer reported symptoms of increased urination and feeling weak and nauseated. The drive support cap and all settings were noted to be normal. The high pressure test was also performed and passed. Customer's blood glucose reading at the time of the call was 500 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.